Manufacturer narrative:
Journal of allergy and clinical immunology: in practice. Vol 5, pp 1466-1467. Date of publication: september 2017. An: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced perioperative anaphylaxis while undergoing a surgical procedure in which floseal was used for hemostasis. The patient was undergoing a surgical procedure for posterior spinal fusion. During the surgery, bleeding was noted and as a result, the patient was transfused with one unit of the patient¿s mother¿s blood. Additionally, floseal was used for hemostasis (no further detail was provided). Shortly after the transfusion, the patient developed tachycardia, hypotension, and the patient became difficult to ventilate. Subsequently, the patient was treated with unspecified vasopressors (drug names, doses, routes, frequencies, and durations not reported) including epinephrine (dose, route, frequency and duration not reported) with eventual improvement. No further detail was provided regarding the outcome of the patient. No additional information is available.